Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose and high blood glucose. The customer¿s blood glucose level was 38 mg/dl and 580 mg/dl. Customer¿s other blood glucose was over 500 mg/dl, 320 mg/dl, 132 mg/dl. The customer was treated with manual injection for high blood glucose and food, milk for low blood glucose. Troubleshooting was declined for low blood glucose and high blood glucose. Customer also states that cannula was bent. The insulin pump will not be returned for analysis.